Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Straight-in sacral colpopexy system - (B)(4). Ams intepro y-mesh - (B)(4). Ams monarc sling system - (B)(4). Ams sparc sling system - (B)(4). Unknown sling system - (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and product problem. The mesh remains implanted. No further patient complications have been reported in relation to this event.